Manufacturer narrative:
Device evaluation summary: one cadd solis pump was returned for analysis in used condition. The visual inspection of the pump found that the pump in good physical condition. The inspection of the pump interior identified signs of fluid around downstream occlusion sensor. The problem source was identified as fluid ingression. This issue was customer induced as a result of the customer's impact to the device. The following warning statement can be found in the "important safety information" section of the cadd solis operator's manual under the heading of "cautions" - "do not immerse pump in cleaning fluid or water. Do not allow solution to soak into the pump, accumulate on keypad, or enter the battery compartment, moisture build up inside the pump may damage the pump".

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited downstream occlusion alarm. No adverse effects were reported.